Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(6), ubd: 10-dec-2019, UDI#: (B)(4); product ID: 9 77a275, serial/lot#: (B)(6), ubd: 26-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance was observed on the day of surgery during the replacement of the implantable pulse generator (ipg) due to it reaching the normal elective replacement indicator (eri). The impedance issue was noticed on the new device as well. The patient had successful programming without the use of the #3 contact with the previous device in place, so the physician decided to leave the leads in place and proceed with the replacement of the ipg only. No troubleshooting was performed, and the cause of the impedance issue is unknown. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.